Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the vein. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty (pta) procedure. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. However, it was further reported that the device was simply removed from the patient's body. No patient complications reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the vein. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty (pta) procedure. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. However, it was further reported that the device was simply removed from the patient's body. No patient complications reported and patient was good post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No issues were noted with the hypotube.